Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the patient's leadless pacemaker helix broke off. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
Correction for patient date of birth and identifier in section a.

Event description:
New information received indicated that the leadless pacemaker had dislodged into the tricuspid valve during tether mode, and the helix broke off while attempting to retrieve the device.

Manufacturer narrative:
The reported event of helix broke off of an aveir vr during implantation was confirmed. The device was involved in an implant procedure. No further details were provided as to what was happening at the time of the fracture. Analysis revealed the helix was undergoing some twisting motion in the counterclockwise direction before the helix fractured near the base of the helix.